Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that incorrect measurement occurred. A polaris mmg system was selected for use. Prior to the procedure, it was found that the motor was running idle and that the measurement of the lesion length was inaccurate. The procedure was completed using a different device, and no patient complications were reported.